Event description:
It was initially reported that during the a da vinci-assisted nissen fundoplication surgical procedure, while the surgeon was going through an early reduction of hernia, the patient's heart stopped. The customer undocked the robot and revived the patient to a stable condition. The patient was transferred to another hospital and was reported to be stable. Intuitive surgical, inc. (Isi) obtained the following from the isi clinical sales representative (csr) regarding the reported event: during the early reduction of the hernia, the patient's vitals started to drop. The system was undocked, and the patient required chest compressions to be revived. A chest tube was also introduced. The patient was then transferred to another hospital right away, and there were tests conducted. The patient was stabilized. It was reported that the patient experienced a tension pneumothorax 45 minutes or an hour into the procedure. The surgeon could not pinpoint the entry point of air into the pleural space; however, he believes that it could be related to the airseal trocar (a 3rd-party manufacturer product) that was used in the air seal mode instead of normal insufflation. The surgeon confirmed that there is no allegation of a malfunction of an isi device or system. The patient¿s da vinci-assisted nissen fundoplication was to will be scheduled. The site's or director confirmed that there was no evidence that the isi device malfunctioned in a way that caused or contributed to the adverse event. The site indicated that the problem is more surgeon specific and not related to the da vinci robot.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. A review of the event was conducted by an isi medical safety officer and the following additional information was provided: the potential for the development of pneumothorax, although rare, exists during minimally invasive surgery as a complication of the insufflation of the peritoneum. The incidence of pneumoperitoneum has been described as complication in surgery in up to 2% of cases. 1, 2 during a minimally invasive hiatal hernia or paraoesophageal hernia repair procedure, the incidence of pneumothorax may be between 1 and 15.2% due to the disruption of the peritoneum and the extent of mediastinal dissection. 1, 2, 3, 4 during the a paraoesophageal hernia repair, an extensive amount of intrathoracic dissection occurs in the posterior mediastinum where the pleura and the esophagus are closely related. A pneumothorax occurs when the parietal pleura is breached by the surgeon allowing co2 to enter the pleural cavity directly and under pressure, creating a tension pneumothorax. Based upon the information provided, the tension pneumothorax was caused by a breach in the parietal peritoneum during the dissection of the paraoesophageal hernia. Breach¿s in the parietal peritoneum are not an uncommon complication of paraoesophageal hernia surgery and are primarily related to both the technical ability of the surgeon and the patient¿s anatomy. In the above case, a rent was discovered in the patient¿s parietal pleura. I agree with both the surgeon of record and the site¿s or director, that the da vinci system and associated instrumentation did not cause or contribute the patient¿s tension pneumothorax. Richard hm 3rd, stancato-pasik a, salky ba, mendelson ds. Pneumothorax and pneumomediastinum after laparoscopic surgery. Clin imaging 1997; 21:337-339. Murdock cm, wolff aj, van geem t. Risk factors for hyper­carbia, subcutaneous emphysema, pneumothorax, and pneu­momediastinum during laparoscopy. Obstet gynecol 2000; 95:704-709. Hawasli a. Spontaneous resolution of massive laparoscopy-associated pneumothorax: the case of the bulging diaphragm and review of the literature. J laparoendosc adv surg tech a 2002; 12:77-82. Dahlberg ps, deschamps c, miller dl, allen ms, nichols fc, pairolero pc. Laparoscopic repair of large paraesophageal hiatal hernia. Ann thorac surg 2001; 72:1125-9. This complaint is being reported due to the follow conclusion: during a da vinci-assisted nissen fundoplication surgical procedure, the patient experienced a tension pneumothorax. The patient¿s heart had reportedly stopped during the case and as a result, the patient had to be revived. The surgeon believed pneumothorax could have been related to the use of a airseal trocar (a 3rd-party manufacturer product) that was used in the air seal mode instead of normal insufflation. The surgeon also confirmed that there is no allegation of a malfunction of an isi device or system. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacture.